Event description:
The customer - hospital staff reported to philips a single pads/paddles ECG failure in op-check. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.